Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation. The most probable cause of the system screen that indicated the inability to recognize the endoscope, later found to be the scope communication error (b30) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's system screen indicated the inability to recognize the endoscope. The issue was found during inspection for use of the device. There was no patient involvement.